Event description:
The customer reported that the thumbnail icon image did not match the larger displayed image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The issue is related to a newer version of system software. The user was instructed regarding the issue and advised to slow down the process of saving images. The system was tested and found to be working as intended and returned to service.